Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient, that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived not deployed in pod state 15 with 46 pulses delivered, completing only first prime. No timeouts or drive stalls were observed in the data. Because the pod was deactivated before second prime could begin, the pod did not deploy as expected. No problems were found to contribute to the reported needle mechanism failure. An 0x33 hazard alarm was observed in the data, indicating that the device timed out while waiting for input from the user. This alarm is not a failure of the device but rather a safety feature of the device. No problems were found with the device that would have prevented the pod from completing second prime to deploy. The pod was observed to be functioning as intended.